Event description:
Boston scientific received information in (B)(6) 2013 that this product was part of a system revision due to infection. There were no additional adverse effects reported. The product was explanted. Subsequently, boston scientific received information that this patient advocate contacted boston scientific's patient services (ps) in (B)(6) 2013 to report that this patient had recently died. According to the patient advocate, the patient had developed a staph infection requiring that the entire implanted system be explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequently, boston scientific received additional information from the local representative. According to the local representative, the extraction procedure had been undertaken without any operative complications. The patient's medical condition was significant for multi-organ failure and had been waiting for a heart transplant.

Manufacturer narrative:
--